Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure. According to the complainant, during the procedure, the device did not fire correctly and the suture was stuck in the ligament. When the suture was removed, the needle got detached from it. The needle was found and removed from the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned capio slim revealed no visible failure. Functional analysis showed that the device worked as intended. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot, the suture and the needle were not detached. A review of the device history record (DHR) was performed and no deviations were found. The returned device showed no evidence of either the alleged issues or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure. According to the complainant, during the procedure, the device did not fire correctly and the suture was stuck in the ligament. When the suture was removed, the needle got detached from it. The needle was found and removed from the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.